Manufacturer narrative:
Azraai, meor, et al. (2022). Incidence and predictors of cardiac implantable electronic devices malfunction with radiotherapy treatment, j. Clin. Med. 2022, 11, 6329. Https://doi.org/10.3390/jcm11216329. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a clinical study was performed to assess ionizing radiation from external beam radiation therapy (rt) and neutron-producing therapy (especially photons) used in the treatment of cancers and the potential interference with the function of cardiac implantable electronic devices (cieds). This study was conducted in a single-center retrospective study of 441 patients with cied's who received rt as treatment for their cancer in the radiation oncology department located in (B)(6) hospital from december 2016 to december 2021. The patient population included 92 boston scientific implantable devices in which 3 were identified as having malfunctions. This study has shown that cied malfunctions with rt, which ranged from minor electrical reset, noise, oversensing, change in lead parameters and unexpected decline in battery life did not lead to a clinically significant event. No adverse patient effects were reported.